Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not turn on. Power supply found out of electrical specification.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.